Event description:
The parent of customer reported a high reading issue with the adc device. The caregiver reported customer was experiencing discomfort and chest pain, and caregiver and paramedics were called to school. A reader's built-in meter capillary result of 20 mg/dl was obtained as compared to sensor reading of 270 mg/dl. The customer was treated with glucagon injection by paramedics, and transferred to hospital. Customer was hospitalized for unspecified duration and had basal insulin dosage adjusted from 28 ui to 10 ui. No other treatment was provided. There was no report of death or permanent injury associated with this event. The readings comparisons provided of 270 mg/dl and 280 mg/dl from sensor against 20 mg/dl and 44 mg/dl built-in meter, when plotted on a parkes error grid fall into the "e" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.